Manufacturer narrative:
(B)(4). Additional information: axle pinion gear. Additional information was requested and the following was obtained: the ps has confirmed that this information is not known. The analysis results found that the atw45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic hysterectomy plus tubes and ovaries procedure, loaded normally, there was resistant on the white handle. The device fired ok, and they reloaded. The white and dark handle closed, but didn¿t fire. The dark handle jammed and did not fully open. The light handle opened. There was no more in stock at the hospital, so another like device was sent over from another hospital. There was a delay of one hour.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the product code for the cartridge that was being used? Was buttressing material utilized? If so, which product? Did the device deliver any staples or a cut line before it jammed? Did the jaws of the device fully open to remove from the tissue? If no, how was the device removed from the tissue? Was there any patient consequence or change in the post-operative care of the patient as a result of the prolonged procedure? If yes, please describe.